Event description:
Found during test. According to the reporter, the device would not power on with batteries. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.